Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported via phone call that the insulin pump alarmed battery out limit and alarm could not be cleared by pressing the buttons or removing the battery. It was stated that the keypad is unresponsive. It was mentioned that the customer was at the beach earlier and also that she fell on her side. Blood glucose value was 200 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No unexpected battery out limit alarm after battery change noted. Unable to check for operating currents or off no power or low battery alarm due to unresponsive keypad button. The insulin pump has minor scratched lcd window, cracked belt clip slot at battery tube threads area and broken reservoir tube lip.